Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; late open surgical conversion after endovascular abdominal aortic aneurysm repair vinay kansal, sudhir nagpal, prasad jetty (eur j vasc endovasc surg (2017)) .

Event description:
Talent and endurant stent graft systems were implanted in patients for the endovascular treatment of abdominal aortic aneurysm repair. The following adverse events were observed; aneurysm enlargement, graft infection, rupture, acute kidney injury, chf, delirium, leg paresthesia, uti, urinary retention.